Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the system was not connected to bus. The technical support specialist dialed into station, copied log files and saved files to ephi. The log file showed that station was indeed communicating again. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the station was not connected to bus and drawers were failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.